Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 11 months ago. Aneurysm and vessel morphology were unremarkable. It was reported that during regular follow-up there was thrombus found within the stent graft at the location of the gate and down the contralateral limb; however, there was blood flow down the contralateral limb. There was no kinking or narrowing in the graft or the vessel, just thrombus formation. The patient has no pain or symptoms. The patient was treated with thrombolytic(s) as a treatment. No additional clinical sequelae were reported and the patient is fine. A review of returned angiogram films post-implant showed the contra limb patent, with a slight reduction of contrast seen through the contralateral limb (compared to the ipsilateral limb). No stent graft kinking was observed. Ivus showed some possible thrombus within the contra limb, especially just distal to the gate. The cause of the thrombus could not be determined.

Manufacturer narrative:
Method: (film evaluation). Results: inherent risk of procedure (occlusion). Cause of event is unknown. Conclusion: cause of event is unknown.